Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery via contralateral approach. A 5.0 x 150mm, 90cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, the balloon ruptured before reaching nominal pressure and was removed from the sheath without expansion. The procedure was completed with a different device. There were no patient complications as a result of this event.